Event description:
Pt went into v-fib during non-gated firing, at a rate of 120. Pt was resuscitated with precordial thump. Reporter is concerned that there is a gated and non-gated setting and the MFR "is telling us there are no problems with these devices."